Event description:
It was reported that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was completed using a 31mm watchman flx laa closure device with delivery system (wds). Three separate closure devices were attempted, and the third device was successfully implanted. One day post index procedure the patient was discharged. The patient then presented to the emergency department with unspecified stroke-like symptoms. Chest computed tomography was performed with no device related concerns. The patient experienced severe nose bleeds and gastrointestinal distress. No further information on the status of the patient is currently available. It was further reported the patient presented to the emergency department with epistaxis, light headedness, and dizziness. Magnetic resonance imaging ruled out the occurrence of a cva but did not rule out the occurrence of a transient ischemic attack. The patient was previously diagnosed with hereditary hemorrhagic telangiectasia (hht) with a history of epistaxis and bleeding.

Manufacturer narrative:
Date of event - aware date of 19jan2023 used as event date is unknown.

Event description:
It was reported that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was completed using a 31mm watchman flx laa closure device with delivery system (wds). Three separate closure devices were attempted, and the third device was successfully implanted. One day post index procedure the patient was discharged. The patient then presented to the emergency department with unspecified stroke-like symptoms. Chest computed tomography was performed with no device related concerns. The patient experienced severe nose bleeds and gastrointestinal distress. No further information on the status of the patient is currently available.